Event description:
It has perforation and pericardial effusion occurred. It was reported farawave 2.0 nav was selected for atrial fibrillation (a fib) procedure. During procedure. Initially the case was normal, access was good, when they went for transeptal everything seems good and no effusion was seen prior to transeptal. The physician did go into the left atrial appendage with the octroy mapping catheter at one point. It was exchanged the mapping catheter for 31 mm farawave catheter, and it was normal. They proceeded with ablation and normal. Again, they exchanged the mapping catheter. After completion of post mapping and realized the patient pressure was low. It was checked on ice and was noted an effusion which took out a large amount of fluid, and it was decided that more extensive intervention was required. The CT surgery team came to "open up" the patient and found hole in the patient left atrium roof. They had to open the chest to repair an actual hole in heart. The patient was doing well and expected to fully be recover. The device is not expected to return for analysis as disposed. It was further reported that the nrg needle was not inside the patient body when patient complication begun. The nrg needle or farawave catheter did not caused issue or malfunctioned during the procedure. No medication was required during the procedure. Nrg needle was used for transseptal. The tf listed was the sheath used for the needle to go transseptal puncture. There was no issue with sheath before it was ever in the body. Patient hemodynamics were dropping and for that it was checked for effusion. The patient didn't hospitalize beyond standard care of time. Patient was discharged the day of procedure.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field outcomes attrib to adv event (b2), and describe event or problem (b5), in section b - adverse event or product problem. And impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A perforation and pericardial effusion occurred. It was reported farawave 2.0 nav cath 31mm - us was selected for atrial fibrillation (a fib) procedure. During procedure, initially the case was normal, access was good, when they went for transeptal everything seems good and no effusion was noted prior to transeptal. The physician did go into the left atrial appendage with the non-boston scientific mapping catheter at one point. It was exchanged the mapping catheter for 31 mm farawave catheter, and it was normal. They proceeded with ablation and normal. Again, they exchanged the mapping catheter. After completion of post mapping, it was noticed the patient pressure was low. It was checked on ice and was noted an effusion which took out a large amount of fluid, and it was decided that more extensive intervention was required. Pericardial effusion drain and open heart repair. The CT surgery team came to 'open up' the patient and found hole in the patient left atrium roof. They had to open the chest to repair an actual hole in heart. The patient was doing well and expected to fully be recover.

Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.